Manufacturer narrative:
No conclusions can made at this time. Bone growth would be expected 9 months after placement. An event of this nature could be due to one of two things (or a combination of the two). First, the product may not have been sufficiently soaked with blood prior at time of placement. Second, it may have been over packed. Both could potentially adversely affect the expected replacement with new bone.

Event description:
It was reported that a dmd placed healos dental in a (B) (6) male for a bridge. He did not use any membrane, but packed the socket with healos. The patient returned 9 months later. The doctor found the socket filled with soft mushy healos. There was no change to the consistency of the healos. He removed the healos and used freeze dried bone. The patient has no medical issues or altered healing. As an adverse outcome was reported an MDR is filed to document this event.